Event description:
It was reported that premature battery depletion was observed. Device was explanted and will not be returned.

Manufacturer narrative:
Please retract this MDR. It was previously reported under MDR number 2017865-2012-10184.

Manufacturer narrative:
(B)(4).